Event description:
It was reported that the patient underwent a fusion procedure at l5 to s1 using rhbmp-2/acs on (B)(6) 2005. Patient's post-operative period was marked by initial relief followed by increasingly severe low back pain. Patient underwent an MRI scan on (B)(6) 2013 which revealed cystic changes and osteolysis at the implant level. Patient underwent an exploratory revision surgery on (B)(6) 2013 at the surgical level. Currently, patient continues to experience severe and unrelenting low back pain that radiates down her left lower extremities.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2005 the patient underwent left l5-s1 discectomy, l5-s1 interbody fusion with cage bmp, l5-s1 posterolateral fusion with harvested autologous bone graft, bmp, bilateral l5-s1 pedicle screw placement, microscopic dissection technique for discectomy and interbody fusion. Preoperative diagnosis: left and central disc herniation at l5-s1 with degenerative disc disease. Perop notes: the facetectomy bone was cleaned and packed at the anterior aspect of the disk space. Collagen-soaked bmp sponge was placed with the bone. The area was measured for a 12 x 26 cage. This was filled with bmp sponge placed for a left to right trajectory to be centered near the midline. This was confirmed to be in the appropriate placed ap and lateral fluoroscopy. Under ap and lateral fluoroscopy, they were placed through the middle of the pedicle and the vertebral body. Guide wires were placed. Both guide wires were stimulated by myself with intraoperative nuvasive monitoring. There were no breaches in the pedicle. A 5.5 tap was then used to tap over the guide wires with no breaches. Then 6.5 x 50 screws were placed into l5 and s1. A 40mm rod was placed, tightened, and then locked.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.